Manufacturer narrative:
Manufactures investigation conclusion: evaluation of the returned external segment of the driveline confirmed the report of superficial damage of the driveline. A direct correlation between the device and the reported right heart failure could not be conclusively determined through this investigation. Analysis of the submitted log files appeared to show the pump functioning as intended. An onsite driveline replacement was performed on 07apr2021 by abbott personnel. The driveline was severed approximately 3.5 inches from the exit site and the distal portion was replaced with no issues. The approximately 20 inches segment of driveline replaced by technical services was returned for evaluation. The driveline was returned with rescue tape applied to silicone jacket along the entire length of the driveline. Most of the retuned segment of the driveline did not have any remaining silicone jacket beneath the rescue tape; the rescue tape had been applied directly to itself and the bionate layer. The silicone jacket and rescue tape were removed, and visual inspection of the bionate layer revealed some twisting/kinking of the driveline approximately 5 inches from the controller connector. The bionate layer remained intact at this location. The remainder of the bionate was unremarkable. Multiple areas of wear of the braided shield were observed from the controller connector to approximately 7 inches from the controller connector. The underlying wires were unremarkable. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. It was reported that the patient would be admitted and optimized due to right ventricle failure, and then plan to perform a cosmetic replacement of the external portion of the driveline. The plan was to admit the patient 3 days before the driveline replacement. After the driveline replacement procedure, the patient was placed on a grounded patient cable with no issues. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the heartmate ii lvas IFU and patient handbook contain instructions on driveline care. The patient handbook also cautions the user not to twist, kink, or sharply bend the driveline or other system cables. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on 06aug2014.

Event description:
Related manufacturer's report number: 2916596-2021-03092, 2916596-2021-01928.

Manufacturer narrative:
A portion of the percutaneous lead (driveline) was returned for evaluation. The investigation results will be provided in the final report.

Event description:
It was reported that the patient presented on (B)(6) 2021 with a driveline that had no outer jacket and rescue tape was covering the entire driveline width. There were no driveline related alarms and the only alarms reported were low voltage advisories. Low voltage alarms were presumed to be caused by cable fatigue from power module. It was also reported that the patient had severe damage to their driveline. A log file review requested revealed low voltage alarms on (B)(6) 2021 while tethered on the mobile power unit (mpu) where the controller momentarily operated on ebb (backup battery) / power saver mode. There were several low voltages on relative state of charge (rsoc) while the patient was tethered on the mpu which is most often due to cable fatigue. It was requested that the mpu be replaced. There were no other unusual events seen within the log file. On (B)(6) 2021, the patient¿s power module was replaced, and a mobile power unit was given to the patient. During a meeting with the vad coordinators, it was discussed that the patient be admitted and optimized due to right heart failure. While admitted, a cosmetic repair would be scheduled for the driveline. The patient was admitted three days prior to the repair. On (B)(6) 2021, technical services arrived on site and performed a driveline evaluation/repair 3.5 inches from the exit site. Post repair the patient was tethered on a grounded patient cable without issues. The removed percutaneous lead will be returned for analysis. No additional information provided.